Event description:
When removing 3.5mm hex impaction checkpoint surgeon reports tip of checkpoint snapping off. Surgeon was able to find small broken piece but unable to remove safely. Surgeon reports leaving broken tip in wound would be safer then removing. Case type: tha.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that when removing 3.5mm hex impaction checkpoint surgeon reports tip of checkpoint snapping off. Surgeon was able to find small broken piece but unable to remove safely. Surgeon reports leaving broken tip in wound would be safer then removing. Product evaluation and results: as per attached picture the alleged failure mode was confirmed as the provided picture shows that the device was broken. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no w60749 and accepted into final stock on 10/24/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot number w60749 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed via visual inspection from the provided picture. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When removing 3.5mm hex impaction checkpoint surgeon reports tip of checkpoint snapping off. Surgeon was able to find small broken piece but unable to remove safely. Surgeon reports leaving broken tip in wound would be safer then removing. Case type: tha.